Manufacturer narrative:
A follow up report will be submitted with investigation results should the logs/device be received for evaluation. Although requested, device has not been received.

Event description:
It was reported that there was a clinical episode with the pump. Although requested, further event and patient details were not provided.

Event description:
It was reported that there was a clinical episode with the pump. Although requested, further event and patient details were not provided.

Manufacturer narrative:
Summarize the customer¿s reported free flow observed in the drip chamber was not replicated during testing; however, separated bezel posts were observed and is suspected to have contributed to the reported complaint. ¿ review of the pump module and pcu device event log observed no programming issues that would contribute to the reported event. ¿ timed rate accuracy observed the device delivering fluid outside of specification (under infusion). The performed asm rate calibration task was unable to calibrate the device. After the bezel assembly was replaced with a known good bezel assembly, the pump module was observed to be delivering fluid within specification. ¿ inspection of the source pump module observed the bezel assembly, with date code june 2013, to have four out of six bezel posts separated. ¿ ra (10000308550) notes that depending on the number of posts found separated, the performance on the pump can be impacted and flow rates may change. ¿ a medical device recall notification was sent dated april 15, 2019, and states: o issue: the component of the alaris pump module that is the subject of the recall is the bezel assembly and the issue involving the potential separation of the bezel post. O risk: the separation of one or more bezel posts may result in free flow, over infusion, under infusion, or interruption of infusion. ¿ the mechanism assembly will be replaced as part of the alaris pump bezel recall. ¿ no errors or malfunctions were noted in the pump module and pcu error log. ¿ the device was being used for treatment purposes. The probable cause of the reported free flow observed in the drip chamber is likely attributed to separated bezel posts. The root cause of the separated bezel post was attributed to a molding process driven material degradation of fr110 plastic which led to a reduction in the mechanical properties of the plastic and as a result, separation (cracking) of a primary structural component of the lvp. Sample inspection: the pump module was received with the instrument seal broken. The right (male) iui was observed with corrosion, damaged isolation ribs, and dry fluid residue. The left (female) iui was observed with corrosion and dry fluid residue. The bezel assembly was observed with a cracked lower hinge shroud. Slight separation was observed between the bezel assembly and the rear case on the left side of the unit. Internal inspection observed four out of six bezel posts separated. The bezel assembly was observed with date code june 2013. No other anomalies were observed with the internal components. All parts inspected are manufactured by bd. Log analysis results: no errors or malfunctions were noted in the pump module and pcu error log. Additional information provided noted the issues started in the am (05 may 2021) and the rate of the infusion was set to 1-3mls. A review of the pcu event log observed the infusion listed below matches the reported time frame and the reported rate of the incident. The pcu was powered on 05 may 2021 at 7:23 am. Profile in use: ¿nsph ICU¿. At 7:23 am, the pump module was programmed as a basic infusion with a rate of 3ml/h, vtbi 50ml and the infusion was started. From 7:34 am to 8:03 am, the user changed the infusion rate eleven (11) times. At 8:08 am, the pump module alarmed for door open, alarmed for flow stop open (3 seconds), the door was closed, and the infusion was restarted. Pvi at the time: 1.22ml. From 8:10 am to 8:35 am, the user changed the infusion rate five (5) times. At 8:38 am, the pump module alarmed for flow stop open (3 seconds), the door was opened, and then the unit was removed. Pvi at the time: 1.86ml. Test results: timed rate accuracy observed the device delivering fluid outside of specification and calibration of the device was unsuccessful. After the bezel was replaced, the pump module was observed to be delivering fluid within specification. The alaris system over infusion test method observed the sear functional testing failing to engage the safety clamp during the first use of a new administration set. Test methods: ¿ 1503-001-006-r timed rate accuracy test method (dir 10000360036). ¿ 1503-001-029-r alaris system over infusion test method (dir 10000360063). Device history review: a review of the device history record showed the device had a manufacture date of 08/07/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n 13909483 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n 13909483 which did not confirm similar complaints with the same or related failure mode for this customer.